Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device has been explanted. Treatment included "imp replacement."

Event description:
Healthcare professional reported left side rupture. The device has been explanted. Treatment included "imp replacement."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the weight was to the specification, an opening, blue particles, and crease flat. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement of the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp opening on the posterior due to an unidentified (tear) opening.